Manufacturer narrative:
Received one device. Visual inspection found no damage, the customer reported issue was able to be confirmed through pump power on. The cause of the reported issue was a faulty printed wire assembly (pwa), resulting in an error code alarm and was replicated by the technician. Pwa replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is always in alarm. The issue was discovered by the anesthetist during programming, before use. There was no patient involvement.